Event description:
It was reported that during attempted insertion of the iab, the balloon unwrapped during insertion. Therefore, the iab could not be passed through the sheath. The iab was removed and replaced without any complications.